Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with insulation degradation 4.5 cm from the connector pin. No additional anomalies were noted with the exception of procedural damage.

Event description:
This report is to advise of an event observed during analysis.